Event description:
It was reported that, after a bhr construct had been used for a hip arthroplasty, the patient had pain. A revision surgery was performed to treat the event in which a small pseudo-tumor was observed around the greater trochanter. The head was removed and signs of trunnionosis were observed. There were also signs of osteolysis on lateral side of proximal femur. The bhr read was replaced with a bhr modular liner and oxinium head were used. The original cup and stem were left in-situ. The patient is stable outcome.

Manufacturer narrative:
A monoblock head (part number (B)(4), batch (B)(6),) was received for investigation following hip revision surgery for pain. The head was removed. The bhr cup and stem remained implanted. As of today, the implanted devices, additional information have been requested for this complaint but have not become available. A review of the complaint history for the head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and these failures will continue to be monitored. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned device. A wear patch was observed on the bearing surface of the head. Wear analysis was performed to review linear wear on the bearing surface of the monoblock head. The wear images identified a wear patch on the bearing surface for the head. Maximum linear wear for the head was 15.2m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 90.81m. Based on historic wear data, after 14.6 years in vivo, the measured linear wear for this head is in line with the expected head wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. Material loss was measured on the taper of the head. The available medical documents were reviewed. The product analysis stated the amount of wear on the component was in line with what is expected. Still no medical records have been provided. It was reported that patient had a bhr implantation (B)(6) 2006 and a revision surgery was performed in (B)(6) 2020 due to pain. The bhr head was removed and a bhr modular liner with oxinium head was implanted. The original cup and stem were left insitu. It is noted a pseudo-tumor was observed around the greater trochanter, there were signs of trunnionosis and osteolysis on lateral side of proximal femur. It was reported that the patient is doing well. It is noted ¿no reports are available¿. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Based on the returned part and the information provided the probable root cause cannot be found. If additional information, such as x-rays showing the historical positioning of the devices, becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Product will be stored at s+n leamington spa and is available for return upon request.